Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation and additional information. The device was returned to olympus for evaluation and the customer's allegation was confirmed: foot pump connection not working due to the air switch unit came off along with the lock ring. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the most probable cause of the complaint is cause traced to component failure. Olympus will continue to monitor field performance for this device.

Event description:
Customer new information: the issue was found after a diagnostic colonoscopy procedure which was completed using a similar device.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported, the subject device foot pump connection was not working. The issue was found during an unspecified diagnostic procedure. There were no reports of patient harm.